Event description:
The customer reported metal fragments came out of the phaco tip and entered into the pt's eye at the initial part of phaco procedure. No patient harm or injury was reported. F/u info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).